Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to a supraventricular tachycardia (svt). The s-ICD system was reprogrammed with an increased conditional zone and remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to a supraventricular tachycardia (svt). The s-ICD system was reprogrammed with an increased conditional zone and remains in service. No adverse patient effects were reported.